Event description:
It was reported to philips that the device won't power on. No patient involvement. One power pca was returned for failure analysis. The reported problem was duplicated during testing. The reported problem was verified during lab tests. An open circuit was found for fuse f6 on the power pca.

Event description:
It was reported to philips that the device won't power on. No patient involvment.